Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The surgeon who was listed as the point of contact for this article said the vaginal lacerations are related to the use of a uterine manipulator. The lacerations were noted to be first degree in nature, and repaired with a single suture and were considered inconsequential. The patients went home on post-operative day one as planned with no long term sequelae. The second degree episiotomy is usually performed to introduce the manipulator and suture after completion of the surgery.

Manufacturer narrative:
No specific information regarding the procedure site or date was provided; therefore, no davinci system or accessories log files or device history record are available. Latifah, h.m., khan, m.a., nadreen, f. Et al. The da vinci robotic surgery system for the management of endometrial cancer: a single-center experience. J robotic surg 18, 89 (2024). Https://doi.org/10.1007/s11701-024-01845-6 blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
During review of a literature article involving da vinci assisted robotic procedures titled, ¿the da vinci robotic surgery system for the management of endometrial cancer: a single-center experience¿ the following complications were reported: one patient underwent a conversion to laparotomy. Three patient experienced vaginal lacerations. No patient experienced post-operative complications within 30 post-operative days. The patients involved with this article ranged from 25 years of age to 80. The patient body mass index (bmi) ranged from 23-55.